Event description:
It was reported that during a cardiac ablation procedure, the loop catheter likely inverted during right inferior pulmonary vein (ripv) treatment and could not be retracted into the sheath upon removal. Attempts to resolve the issue were unsuccessful, so it was forcibly retracted into the sheath. Upon removal, it was found that the base of the nose was broken. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012536343 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment the spiral array was observed to be knotted. An electrode wire on spiral array observed to be exposed. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. An electrode on the spiral array was observed to be displaced. The spiral array pebax tube was observed to be kinked. An electrode wire to electrode detachment was observed in the spiral array. A kinked guidewire lumen was observed in spiral array. Catheter identification and ablation testing were carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the g uidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot/lopot verifications (where applicable). Electrical continuity test revealed an open loop on the electrode #1 wire. Inspection (microscope/x-ray I maging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #1 detachment was observed. In conclusion, the catheter failed the return product inspection due to the spiral array observed to be knotted. An electrode wire on spiral array observed to be exposed. The proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area. An electrode on the spiral array observed to be displaced. The spiral array pebax tube observed to be kinked. An electrode wire to electrode detachment observed in the spiral array and a kinked guidewire lumen observed in spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.